Manufacturer narrative:
No product has been returned for investigation as no product malfunction has been alleged. No radiographs or images were provided to confirm the reported event. It is unknown if a nuvasive product caused or contributed to this event. Review of the reported information suggests intra-operative surgical procedure attributed to the alleged event. Potential adverse events and complications "as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include damage to blood vessels" no product returned.

Event description:
As per reporter patient underwent an oblique approach at vertebral levels l3/4/5. Post insertion image revealed that the cage was not inserted at proper place and was extracted. While the physician was working on the disc excision, bleeding started and did not stop. It was reported the common iliac vein was damaged. The patient was transferred to another medical institution where the patient recovered.